Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to clean the pump's pneumatic tap area, and the customer successfully reloaded the original cartridge.